Event description:
The customer reported the fluoroscopic image was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.